Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 5 of 5; reference MFR. Report# 1627487-2019-00075, reference MFR. Report# 1627487-2019-00077, reference MFR. Report# 1627487-2019-00078, reference MFR. Report# 1627487-2019-00079. It was reported the patient experienced lack of pain relief. As a result, the patient underwent surgical intervention wherein the drg system was explanted.

Event description:
Device 5 of 5. Reference MFR. Report# 1627487-2019-00075, 1627487-2019-00077, 1627487-2019-00078, 1627487-2019-00079.